Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. The aortic neck was calcified. It was reported that a follow-up CT scan showed there was type ia endoleak. The physician elected to implant heli-fx endoanchors and the proximal type I endoleak was resolved. The physician stated the cause of the event was due to anatomy, calcified aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.